Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had seal issue that resulted to 3-4 liters of blood loss. The patient was brought back to operating room after having bleeding ileocolic vessels for laparotomy approximately 5 hours after the procedure.